Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. It was reported that no pulsatile flow was observed in the marker lumen. The device was pulled back flushed twice but there was no flow. The site was rewired and a second proglide device was used to achieve hemostasis. There was no reported adverse patient seqela. Though requested, additional information was not provided.